Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and two to four seconds of pacing inhibition. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.